Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had a constant tone and then the buttons were not working. Customer's blood glucose was 111 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer also mentioned she experienced three low blood glucose levels the night prior to keypad issue. Blood glucose levels were unknown and customer was unable to troubleshoot due to keypad issues. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected constant tone noted. All of the buttons are functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. No unexpected lost sensor alarm noted. Pump programmed with low suspend alarm and the alarm functioning properly. The test minilink transmitter with the glucose sensor simulator communicates properly to pump. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.